Manufacturer narrative:
H10: the lot number was provided for all 10 malfunctions; therefore, a lot history review was performed. Out of the reported 10 malfunctions, 1 device was returned for evaluation. For the device returned, the investigation is confirmed for the alleged failure to fire issue; however, the investigation is unconfirmed for self activation. For the remaining 9 malfunctions, samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for these devices. A definitive root cause could not be determined. The devices are labeled for single use.

Event description:
The report summarizes ten (10) malfunctions. A review of the malfunctions indicated that model mc1816 biopsy instrument allegedly self-activated. This report was received from various sources. Of the ten malfunctions, one device was used on the patient with no consequences and the other 9 malfunctions did not involve a patient. Four patient's ages ranged from 50-70 years and their weights ranged from 50-79 kgs. Three patients are males and one is female. The age, weight, and gender was not provided for the remaining patient.

Manufacturer narrative:
The lot number was provided for all 10 malfunctions; therefore, a lot history review is currently being performed. One out of the ten devices was returned to bd and is pending evaluation. The company is still investigating the issue at this time.

Event description:
The reported summarizes ten (10) malfunctions. A review of the malfunction indicated that model mc1816 biopsy instrument self-activated. This report was received from various sources. Of the ten events, one device was used on the patient with no consequences. The patient's ages ranged from 50-70 years. Their weights ranged from 50-79 kgs. These events involved three males and one female. The age, weight, and gender was not provided for the remaining event.